Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the right atrial (ra) lead was explanted due to lost of capture which was attributed to a dislodgment. It also exhibited helix issues. No additional adverse patient effects were reported.